Event description:
A customer contacted baxter's technical service center to report a check patient line alarm in the initial drain, drain volume 34ml. The technical service representative (tsr) assisted the home patient (hp) to close then open the transfer set. The hp had no tape on the body. The hp had air bubbles in the patient line. The tsr assisted the hp to end therapy and start over using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.